Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pacing lead implanted: 2013 (B)(6); product ID (B)(4) implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that following an implant, the physician noted a sudded drop in r-wave values on the right ventricular (rv) lead. The physician tested again, and the values were consistent. The rv lead remains in use. No patient complications have been reported as a result of this event.